Event description:
While assembling ventilator for patient use the ventilator would not recognize the reusable flow sensor when inserted into the sensor interconnect panel. The therapist tried the flow sensor on another ventilator with the same result. The therapist then connected a replacement sensor and the ventilator recognized and calibrated flow sensor. Biomedical determined that sensor was less than 6 months old and that the ventilator involved had a new connector interface panel installed. Our medical center has reported and experienced flow sensor issues throughout the life cycle of this equipment. Sensor brought to biomedical for evaluation with the manufacturer. Manufacturer response for hotwire flow transducer, (brand not provided) (per site reporter): awaiting response.